Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: insulation of wand melted. Probable root cause: use error: suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube. User error: incorrect fluid management. Probe clogged. Use error. (B)(4).

Event description:
It was reported that the insulation melted. No patient harm and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation melted. No patient harm and the procedure was completed successfully.